Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During repair process for the device returned from the customer, olympus found an extra screw in the control body of the device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus customer service in united kingdom. The evaluation of the subject device by the service department confirmed following: since the head of the extra screw was stripped, the screw seems to have been untightened once. After the extra screw was found, the device was completely disassembled, and it was confirmed that all screws needed for assembly had been tightened to the device. Based on the above information, it is probable that the screw remained in the device when it was repaired last time.